Event description:
On (B)(6) 2026, the patient's device was placed in MRI mode in preparation for an MRI. The clinic staff attempted to disable MRI mode after the MRI was completed but were unable to communicate with the rns neurostimulator. Another attempt was made by the resident on (B)(6) 2026, but he was also unable to communicate with the device. On (B)(6) 2026, the patient had the rns neurostimulator replaced.

Manufacturer narrative:
(B)(4). The rns neurostimulator was returned for investigation. Investigation confirmed the cinco component was damaged by the MRI.